Event description:
Greetings, I'm writing to complain about a problem that seriously affects an individual's social life and work, caused by miradry treatment. Miradry causes an increase in bad smell of sweat in the armpit for many people. I had miradry treatment in (B)(6) 2016, the smell of armpit became very bad. I contacted miradry company, but they did not provide me with any info about the reason for this problem and how to solve it, also I contacted the dr in (B)(6), but had no info about the reason as well, and then I found that many of those who performed this treatment had the same problem. Please see cases of people who complain of the same problem in (B)(6). Please do the required action in such cases, and please help me to get the solution from miradry company. FDA safety report ID# (B)(4).